Manufacturer narrative:
A.5 ethnicity is unknown. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that a patient on impella rp flex support had significant hemolysis. Also, the impella rp flex flows were lowered than expected. There were no obvious signs in motor current and placement signal to suggest clot ingestion. However, flows were low. The impella rp flex was explanted. The patient survived the event.

Manufacturer narrative:
The investigation of hemolysis and low pump flow has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.